Manufacturer narrative:
Correction to aware date - information that made this event reportable was received on 05/31/2023.

Event description:
It was reported that this pacemaker exhibited t-wave oversensing (twos) along with decreasing amplitude of r-waves. Technical services (ts) reviewed device episode data and provided troubleshooting including reprogramming options. It was noted that this patient is not ventricular pacing dependent, so the plan is to continue to monitor. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited t-wave oversensing (twos) along with decreasing amplitude of r-waves. Technical services (ts) reviewed device episode data and provided troubleshooting including reprogramming options. It was noted that this patient is not ventricular pacing dependent, so the plan is to continue to monitor. No adverse patient effects were reported. Currently, this pacemaker remains in service.